Event description:
The pt received the scs system on (B)(6) 2008. It was reported that the pt had difficulty recharging. Contact was lost with movement. In a effort to resolve this matter, a replacement charging system was sent to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.